Event description:
Additional information: it was later reported the pump was replaced (B)(6) following episodes of possible catheter dysfunction. The patient experienced withdrawal and overdose symptoms; increased cpk, rhabdomyolis. A spiral CT (B)(6) didn't identify any problems. (B)(6) numerous admissions to acute care for overdose and withdrawal symptoms. (B)(6) 2010 roller study-appropriate movement over 1 minute. The parents requested when done explant. The hcp noted "I wasn't aware that she had coma episodes". It was reported that patient recovered without sequela although continued dystonia, spasticity. The pump delivered lioresal.

Manufacturer narrative:
Catheter model #8578 sc lot # n236328008 implanted on: (B)(6) 2010 explanted on: (B)(6) 2012. (B)(4). Analysis of the pump revealed no anomaly. Analysis of the catheter revealed reliability non-conformance catheter sutureless connector (sc) coring- tears -cuts in seal; meets leak non- conformance criteria. The pump and a segment of the catheter were returned for analysis. Pump passed all infusion and non-destructive testing. There is an indication in the return paper work that the patient experienced "significant problems in terms of episodes of coma due to periodic changes in the delivery of the drug that has been unresolved even after numerous attempts to investigate the device". No volume discrepancies were noted. Dispense testing and additional 24 hour infusion testing all passed showing that the pump was dispensing accurately. Pump passed all testing and logs had no indication of a stall or any other anomaly occurring at any time. It has been decided that no further destructive testing needs to be performed. This choice preserves the pump for later re-analysis if needed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "significant problems in terms of episodes of coma due to periodic changes in the delivery of the drug that has been unresolved even after numerous attempts to investigate the device". The pump was explanted after a 10 month implant duration. The pump was delivering baclofen. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.